Manufacturer narrative:
Zoll medical benelux evaluated the device and the customer's report was not replicated or confirmed. The device was returned with a 2017 battery. Testing was performed with the returned battery and test battery. The device passed full functional testing. The returned battery failed battery calibration testing. The customer was advised to replace the battery as a precaution. The device was recertified and returned to the customer. The device activity logs were not available for review. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.